Manufacturer narrative:
Other, other text: one cadd cassette reservoir and two pictures were returned for the evaluation of the reported issue. One picture showed a cassette product inside in a plastic bag. The second pictured showed a cassette product with an extension set. A visual inspection was conducted at a distance of 12? To 16? Under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample don?t present any damages, scuffs, pinch marks, cracks, crazing, etc. That could have caused the failure mode reported. The sample was then tested to measure the height of the pump tube arch and determine if are was under or out of spec. The pump tube height failed. The sample complaint was received in used conditions, so it is possible that the pump tube height was modify during the use. Upon completing an accuracy test, the sample was fully priming and connected without difficulty. The sample passed the test. No root cause was determined due complaint was not confirmed. Actions taken were not performed due to the complaint not being confirmed.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no disposable, pump won't run" with cassette. No patient injury reported.